Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator for spinal pain. It was reported that the patient's device was not working or operational. It was also noted that the device has been dead for 6 months and there was no patient symptom reported. It was noted that no troubleshooting was performed and their recharger/equipment were returned 6 months after the device was implanted and the device has not been used since.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.